Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not yet complete. A follow up report will be filed.

Event description:
It was reported that the quick bolus button has stopped functioning and that the screen will not turn on. The customer stated that the pump has not been in use for about two months. The customer is currently administering manual daily injections.